Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported the patient underwent an ankle nailing procedure on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2015 due to the nail snapping at the distal dynamic screw hole from a sub talar non-union. The nail, screws and end cap were removed and replaced with a graft and cannulated screws.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to non-union caused by incomplete reduction at the time of implantation.